Event description:
It was reported that the in 2008, pulse generator battery impedance was less than 1 kohms. In 2009, the device could not be interrogated. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator could not be interrogated due to a corrupted ID bit. The device was also in bvvi mode due to the bit flip. Normal bvvi characteristics were measured as received. A product code download was successfully performed. The reported condition could be reproduced only if the corrupted product code value was manually programmed.